Event description:
It was reported that during a stent procedure involving the circumflex artery with an 80% lesion, the stent was deployed at 14 atm. Some narrowing of the stent was observed; however, the stent delivery system (sds) was removed with no problem. The cine showed a distal perforation at the distal edge of the stent. The pt had a pericardiocentesis, was intubated, and another stent was deployed to treat the pt with a good outcome.